Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It has been reported that the pen ndl 32g 4mm hp 100 box 1200 us has been found causing hyperglycemia after use. The following has been provided by the initial reporter: it was reported by the consumer that her blood sugar was elevated on 10/21, 10/22 and 10/23 after using the nano 2nd gen. Verbatim: from phone call on 2019-10-24 14:40:12: consumer called and noted updates - started using the 2nd generation on 10/20/2019. Noticed the blood sugars raised on 10/21, 10/22, and 10/23, on the night injection of 10/23 she found prior box /supply of the 320122 and used this nano pen needles as also on 10/24. She injects 4xs a day with new needle does flow check. Noticed 10/24 her blood sugars back in range. Dc. Consumer reported since she started using the nano 2nd gen, her blood sugar has been over 200. Stated, three days in a row, she had high numbers as a result of using 2nd gen wants to exchange them, stated she has two boxes and she is not comfortable using them. Stated, she was able to prime the 2nd gen but can't be sure she was getting her isulin because of high blood sugar did not seek medical when she used pen needles from original nano, her numbers were good again, (103). Lot: 9036918. 2024-02-29. Item: 320550.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pen ndl 32g 4mm hp 100 box 1200 us has been found causing hyperglycemia after use. The following has been provided by the initial reporter: it was reported by the consumer that her blood sugar was elevated on (B)(6) after using the nano 2nd gen. Verbatim: from phone call on 2019-10-24 14:40:12: consumer called and noted updates - started using the 2nd generation on 10/20/2019. Noticed the blood sugars raised on (B)(6), on the night injection of (B)(6) she found prior box /supply of the 320122 and used this nano pen needles as also on 10/24. She injects 4xs a day with new needle does flow check. Noticed (B)(6) her blood sugars back in range. Dc. Consumer reported since she started using the nano 2nd gen, her blood sugar has been over 200. Stated, three days in a row, she had high numbers as a result of using 2nd gen wants to exchange them, stated she has two boxes and she is not comfortable using them. Stated, she was able to prime the 2nd gen but can't be sure she was getting her isulin because of high blood sugar did not seek medical when she used pen needles from original nano, her numbers were good again, (103). Lot: 9036918, 2024-02-29, item: 320550.